Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of premature battery depletion. A fault code battery depletion (bd) displayed. Furthermore, there were differing longevity estimates given over the last month. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.